Event description:
The customer stated the cell-dyn sapphire analyzer was generating short sampling errors. Upon troubleshooting the problem, the customer discovered the analyzer's vent needle was broken and pushed out of the assembly housing and the aspiration probe was bent. The customer replaced the vent head assembly and was sent a replacement and after installation, the analyzer was returned to running status. No injuries were reported due to this issue and there was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.